Manufacturer narrative:
(B)(4). Visual examination of the returned photograph identified a piece has cracked off, the fragment is not shown in the picture. Lot number could not be confirmed from the picture. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. This complaint can be confirmed based on the picture of the cracked device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the femoral impactor pad fractured during the procedure. No pieces fell into the patient and there was no patient impact. The broken device was discarded by the facility.